Event description:
It was reported that this unit was connected to a pt and the nibp cuff would not deflate. The staff removed the cuff by opening the velcro. This occurred twice and the unit was pulled from svc.

Manufacturer narrative:
The device is a multi-parameter pt monitoring sys. It is equipped with an automated non-invasive blood pressure (nibp) monitoring function. The nibp function utilizes an external blood pressure cuff that attaches to a pt's arm with a hose from the cuff that attaches to an internal pump, check valve, bleed valve, dump valve and a pressure transducer within the device. The actual device was returned by the user facility. However, the user facility was not able to provide pt info related to this report despite 3 documented attempts to retrieve this info. The reported failure is that the pressure on the cuff failed to release during 2 separate attempted measurements on a pt. There was no pt harm associated with the reported failure. During a normal blood pressure measurement the bleed valve would allow pressure to escape at a measured rate. The bleed valve could fail to release pressure if obstructed, but there was no evidence of bleed valve obstruction or any bleed valve malfunction on this unit. There is also a dump valve in the sys. The function of the dump valve is to release pressure at the conclusion of the measurement, if the measurement time out period is exceeded, or if the user manually releases the pressure by pushing the nibp button on the front of the unit. We found that the dump valve was operating normally.